Event description:
The customer reported that during preventative maintenance, the unit shut down.

Manufacturer narrative:
The evaluation of this failure is based on information provided by the customer.